Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had low blood glucose value. Customer's blood glucose value was 50 mg/dl. Customer stated that the insulin pump was suspending too late and there was low blood glucose value. Customer treated low blood glucose with food and glucose tablets. Customer was using auto mode at the time of incidence. Insulin pump will not be returned for analysis.